Event description:
Impactor is cracked.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The sigma hp uni femoral impactor lot code: bf1109 was examined and found gouging along the impaction edge confirming the reported event. A complaint database search found no other reported incidents against the provided product and lot combination. The root cause is product wear out. Based on this root cause, the need for corrective action was not indicated. The sp2 tibial radel impactor lot code nb47859 was examined, confirming the reported event. The flat of the impactor exhibits significant gouging and scratches indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. The root cause is attributed to misuse through mis-alignment. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.